Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The pump was returned to the manufacturer. Per pump logs, a motor stall occurred (B)(6) 2018 11:47; motor stall recovery (B)(6) 2018 15:32, motor stall occurred (B)(6) 2018 20:24; motor stall recovery (B)(6) 2018 00:19, motor stall occurred (B)(6) 2018 05:35 motor stall recovery (B)(6) 2018 07:06, motor stall occurred (B)(6) 2018 08:34.

Manufacturer narrative:
The pump was returned, and analysis found gear train anomaly; corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 100 mcg/ml; 0.59mcg/day, fentanyl 5,000 mcg/ml; 29.4mcg/day, bupivacaine 10mg/ml; 0.59 mcg/day and prialt 1.6mcg/ml: 0.0094mcg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported the patient was at the hcp office. The pump was interrogated, and a motor stall had occurred on (B)(6) 2018 and then had several more stalls. It was unknown if any diagnostics/troubleshooting was performed. It was unknown if any environmental, external/patient factors may have led or contributed to the issue. The patient experienced withdrawal symptoms which the hcp was treating with oral medication. The patient was taken to surgery today ((B)(6) 2018) and the pump was replaced. The issue was resolved. Patient status was alive - no injury. Patient weight and medical history was asked and will not be made available. No further complications were reported